Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and on 11/4/09 spoke with the pt/layperson regarding her complaint. The pt clarified the initial info and reported additional to this specialist. The pt was diagnosed in 2009, and began testing with the one touch ultra2 meter shortly thereafter. On the eent day at 8 a.m., the pt attempted to test using newly purchased test strips; however, the meter prompted error 4 and also error 5 when she retested. After multiple unsuccessful attempts to obtain a blood glucose result, the pt "gave up" and stopped testing. After someone "reprimanded" her, the pt tried to test again at approx 4 months later in the morning. Again the meter allegedly prompted error 4 and error 5. The pt then felt stressed and began shaking, sweating, and throwing up. After eating 1/4 of an apple and oatmeal, the symptoms subsided. Because the pt did not have the supplies available to troubleshoot with the cca, the alleged error 4 and error 5 issues could not be resolved. Since diabetes is new to the pt, she did not attribute the symptoms to low blood glucose; rather she thought it was stress. However, the complaint is reported due to the pt's symptoms that can be attributed to low blood glucose after the alleged issue began. The cca replaced all products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.